Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this pulse generator may have caused or contributed to the patient's symptoms of dizziness upon exertion. This device's settings were re-tested and the device was re-programmed in order to prevent future oversensing. The boston scientific technical services consultant suggested further troubleshooting such as chest x-ray to make sure there was no associated lead issue.